Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus will continue to monitor complaints for this device.